Event description:
The customer reported high blood glucose levels for the past four days. The customer also mentioned that, in the past, insulin has leaked from the reservoir into the reservoir compartment. Advised the customer that the reservoirs would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.